Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two static images, one media file, and a mpxr questionnaire were provided for the event. Patient¿s executive summary w as not provided for anatomical review. Fluoroscopy valve load inspection was provided for review and confirmed a good load. It was reported that a pre balloon aortic valvuloplasty was not performed prior to the implant attempt. Consequently, the valve appeared to be significantly under expanded at 80%. To ensure patient safety, it was reported that the under expanded valve was not released. At this point, a decision was to perform a balloon aortic valvuloplasty prior to implant of the new valve to ensure adequate frame expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had an aortic valve area (ava) of 0.9 and a gradient of 57mmhg with calcified native valve leaflets. The physician opted not to perform a pre-implant balloon aortic valvuloplasty (bav) as the patient had a bav with an 18 balloon recently. The transcatheter valve was positioned, however was under-expanded on the inflow portion of the valve frame at 80% deployed. The physician recaptured three times due to heavily calcified and under expanded each time. The team elected to withdraw the valve and perform a pre-implant bav with a 20mm non-medtronic balloon. The valve and delivery catheter system were replaced. The replacement valve was successfully implanted, and the physician performed a post-implant bav with a 24mm non-medtronic balloon due to gradient leak and visually still under expanded. Subsequently, mild gradient of 5mmhg with no leak and well expanded valve were observed. No adverse patient effects were reported.